Event description:
It was reported that the customer was in the hospital for personal reasons. While in the hospital, the customer experienced high blood glucose while wearing the insulin pump. The reported blood glucose reading read "high" on the customer's glucometer. Troubleshooting was performed, and the date was incorrect. The customer's husband was assisted with correcting the date. The rest of the programming was correct. The prime and high pressure tests passed. The customer's husband reported that the customer is taking several medications. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether the devic may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.